Manufacturer narrative:
A philips product support engineer & philips clinical specialist reviewed the log files provided. The device was assigned to a patient at 08:20:26 on (B)(6) 2024. They confirmed that several inops and alarms were provided during the day in question. No data tele inop was acknowledged 13 times between 13:00 and 19:00 from pic bdcmu36. There was a patient update at 19:21:53 and then the device was selected for overview on pic ix: bdcmu50 at 20:34:44 and then cleared about 9 min later. The reported event of patient death was reviewed by pms clinical expert. This event is assessed as possibly related to use error. The cause of death was documented as pulmonary fibrosis, pneumonia and acute hypoxic hypercapnia and respiratory failure. The patient was monitored continuously and the customer alleged the device stopped submitting data without any corresponding alert or warning; however, some physiological alarms, many inops, a tele weak signal alarm and an spo2t alarm were noted prior to the device going offline. No data tele was acknowledged 13 times from the pic. Based on this information, the device was working as intended and the user was interacting with the system and silencing/acknowledging alarms. The cause of the reported event was not related to device function; however, it was likely related to a combination of use error, alarm management, and potentially clinical workflow. The information provided is not consistent with a malfunction of the product as alarms were provided at the mx40 and pic ix including the tele service batt inop.

Event description:
The customer reported that the mx40 turned off and was not actively monitoring patient. The customer reported that the device turned off and was not actively monitoring patient. The device was in use at the time of the incident. The patient passed away.

Event description:
The customer reported that the device turned off and was not actively monitoring patient. The device was in use at the time of the incident. A death of a male patient was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: not applicable. E1: reporter phone number: not applicable.